Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during basal and bolus delivery. Customer changed out pump supplies to address bg. Customer's blood glucose was 96-181 mg/dl.